Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the reported stroke could not be conclusively determined. The instructions for use lists stroke as a potential adverse event associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 day. The explanted pump is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2017. It was reported that on (B)(6) 2017, the patient exhibited disorientation with a slight left facial droop, and apraxia of speech. Neurological consult ruled out cerebral bleeding, and did not confirm a cerebral vascular accident or a transient ischemic attack. Head CT scans performed on (B)(6) 2017 did not show any acute intracranial findings. It was reported that the symptoms were possibly related to delirium. It was reported that another head CT on (B)(6) 2017 revealed that the patient had experienced a cva. On (B)(6) 2017, the patient¿s pump was exchanged. The patient was doing well, sitting up in their chair, and there were no documented neurological deficits after the exchange.

Manufacturer narrative:
It was initially reported that the patient¿s pump was exchanged. The pump exchange was reported in error. The pump remains in use supporting the patient. Corrected information. The pump was not exchanged and remains in use supporting the patient. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: it was initially reported that the patient¿s pump was exchanged. The pump exchange was reported in error. The pump remains in use supporting the patient.